Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of over 500 mg/dl and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and the current blood glucose level was 200 mg/dl. The customer was treated in the hospital. The customer was wearing the pump at time of hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose level. The insulin pump will not be returned for analysis.